Event description:
It was reported the device broke. It was reported the screwdriver was damaged during surgery. The surgeon used another screwdriver to finish the surgery. No patient injury is alleged. It is unknown if the event led to an increase of surgery time. The screwdriver is damaged.

Manufacturer narrative:
Integra completed its internal investigation 4apr2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: the broken device is received; the screwdriver 229005nd lot ekk3 was manufactured on 1 july 2010. Inspection was performed on a sample of 13 items. All data concerning critical dimensions from supplier¿s report control are compliant with the specifications. Incoming inspections are performed. There were no results out of specifications and the risk of breakage could be detected by the incoming inspections. After review of complaint records during last 2 years, we have no similar incidents. Being reusable, during last 2 years 124720 (bold screws and qwix 3.0) associated items were sold. The global failure rate is (B)(4). Conclusion: the root cause is a normal wear of the hexagonal -shape extremity of the blade, the product being manufactured in 2010 and used a many times to implant or explant the associated screws. There is not a result during the investigation which can lead to the wear of the device.